Event description:
It was reported that at the start of a bph surgical procedure "fiber connection error" was observed. The device could not be used. The case was completed using an alternate procedure (turp). No harm to the patient was reported.